Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure when tvt was implanted? The diagnosis and indication for the initial surgical procedure? What was surgical approach (open, laparoscopic or other)? Any concurrent surgeries or procedures? Other relevant patient history/concomitant medications were there any intra-operative complications? Product code and lot number? Will product be returned, return date, tracking information? Onset date/time of the pain from initial surgery? Please provide date and surgical findings of reoperation. Was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event: left arm densely adherent to top of symphysis with superficial bony reaction? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. The mesh was removed with open abdominal/vaginal approach for complaint of pain. It was also reported that the distal tape was partially disrupted and left arm densely adherent to top of symphysis with superficial bony reaction was not shown on MRI. The mesh was removed and suburethral fascial sling undertaken. Additional information has been requested.